Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 failure to follow steps / instructions.

Event description:
Us 0099-3952. It was reported that on (B)(6) 2025, suture placement in the calcified right common femoral artery was done with two perclose proglide devices using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The tavi procedure was completed. A third perclose proglide was used to achieve hemostasis using the post close technique. Reportedly, approximately eight months post procedure, the patient underwent an angiogram of the right lower extremity due a non-healing ulcer on the right third/fourth toe. The angiogram found 98% stenosis in the right common femoral artery. The patient underwent surgical repair of the right femoral artery. In the opinion of the physician, although the toe ulcer occurred more than six months after tavi, the proglide as the cause seems unlikely, but there was no other reported cause. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of tissue injury and stenosis are listed in the perclose proglide instructions for use as known patient effects of use with suture mediated closure de-vice procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, there was no identified device malfunction associated with the device. Serious injury may be associated with any reported device malfunction, potential use error or case in-volving a no-fault type patient effect. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - adverse event problem medical device problem code: code 2017 was removed.